Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2018-01960. It was reported recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system was advanced through the watchman ® access system. The closure device was deployed, but it could not anchor to the laa. A recapture was performed and the shoulders of the closure device went in with usual resistance during the partial recapture phase. They attempted to keep going with the recapture and perform a full recapture, but the resistance was much higher than usual. The physician tried several times with the recommended maneuver and it didn¿t work. After several attempts, the closure device finally went inside the delivery system. Once it was outside the patient on the preparation table, they deployed the device outside of the delivery system and noticed that two of the anchors were bent backwards. Another closure device was used to complete the procedure successfully. There were no patient complications and the patient was stable.